Event description:
It was reported that, the plaintiff was implanted with the elevate prolapse repair system. The products were implanted to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that as a result of having the product implanted, the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has permanent and substantial physical deformity, has undergone and will undergo corrective surgery, has suffered severe personal injuries, emotional distress, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.